Event description:
Per the clinic, the patient experienced an infection at implant incision site and subsequently was treated with IV antibiotics for two weeks (specific date not reported), however the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.